Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient fell multiple times and experienced pain at ipg site. Surgery may have occurred on (B)(6) 2020 to explant the ipg to address the issue.